Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found the outer insulation was abraded at 27.0 cm to 27.4 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction with another implantable device. Surface abrasions were noted at 10.5 cm and 15.7 cm from the connnector pin. (B)(6). (B)(4).

Event description:
This report is to advise of an event observed during analysis.